Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual assessment confirmed the ball joint screwdriver show nicks. The device shows moderate signs of wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. The device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Manufacturer narrative:
The associated complaint device was returned and evaluated. Our assessment revealed the ball joint screwdriver show nicks. The device shows moderate signs of wear/usage. Documentation review not performed for this event, as no manufacturing, packaging or labelling defects were associated with the reported failure. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed. Credit will be issued for the device.

Event description:
It was reported that during a thr procedure, drill bit snapped. No delay. Backup device available. No injury or impact to patient reported.